Manufacturer narrative:
Additional information provided in h.6. And h.11. Two samples were not returned. Nine sample were returned. There were nine cases with a method code of testing of actual/suspected device (10). There were eleven cases with a method code of analysis of production records (3331). There was one case with a method code of device not returned (4114). There was one case with a method code of device not accessible for testing (4117). There was one case with a method code of analysis of data provided by user/third party (4112). There were nine cases with a result code of operational problem identified (114). There were two cases with a result code of no findings available (3221). There were seven cases with a conclusion code of failure to follow instructions (18). There were seven cases with a conclusion code of cause traced to user (19). There was one case with a conclusion code of conclusion not yet available (11). There were three cases with a conclusion code of cause not established (4315). The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Eleven samples were not returned. There were eight cases with a method code of type of investigation not yet determined (4118), a result code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). There were two cases with a method codes of analysis of production records (3331), device not returned (4114), a result code of no findings available (3221), and a conclusion code of cause not established (4315). There was one case with a method codes of device not accessible for testing (4117), analysis of production records (3331), analysis of data provided by user/third party (4112) a result code of no findings available (3221), a conclusion code of cause not established (4315). The manufacturer internal reference number is (B)(4).

Event description:
This report summarizes malfunction reports of preloaded intraocular lenses (iol) delivery system damaging another device. The reported patient age was unknown. There were 11 patients with unknown gender.